Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2013 with the following findings: visual inspecting confirms keypad button cover is intact to the base with no evidence of peeling. Testing confirms all keypad buttons are responsive as normal. Removed keypad cover to check the condition of all key contacts, no contaminations is visible under all of key contacts. There was no defect found. There was moisture found in the pump. There was a battery compartment crack.